Manufacturer narrative:
Returned meter evaluated with no defect found. Test strip evaluation showed indication of black chemistry caused by improper storage of test strips in high humidity areas. (B)(4).

Event description:
Consumer complaint of e-5 error; test strip error. Investigation of returned test strips produced "lo" readings. Black chemistry observed tue to improper storage; improper humidity and user error caused or contributed to event. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call ((B)(6) 2015; 6:48pm) with result of e-5. Test strip lot manufacturer's expiration date is 01/15/2016 and open vial date is not verified. Adverse event not reported.